Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user contacted support for a low blood glucose reading of 62 mg/dl on the ilet during the learning phase, with recent post-meal hyperglycemia and subsequent automated corrections preceding the drop. Symptoms included hypoglycemia without reported neurological or cardiovascular sequelae, and the user remained asymptomatic after treatment. Outcomes included self-management of hypoglycemia using oral glucose per guidance, fingerstick confirmation of 86 mg/dl, and calibration entry, with no hospitalization or emergency care required. Investigation included review of available device data and user report, remote troubleshooting, education on hypoglycemia treatment, and verification via capillary glucose testing. Investigation of this case revealed that recent correction dosing following elevated postprandial glucose plausibly contributed to the hypoglycemic event, with no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Correction: health effect, impact code f29: death not related to reported adverse event was entered and submitted in error. This device related event did not result in user death. The updated health effect, impact code(s) are included in this follow-up submission. Updated h1 from malfunction to serious injury.